Manufacturer narrative:
PMA/510(k)#: k023331 / bk050036. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: according to the customer's report, a brown fm was found at the bottom of the tube, with dirt on the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-20. H6: investigation summary bd japan received a sample and attached three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A 10 mm, brown, flat fm was observed in the gel at the bottom of the tube. No dirt was observed on the tube. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: according to the customer's report, a brown fm was found at the bottom of the tube, with dirt on the tube.